Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system presented with a white screen and locked during a vitrectomy procedure. The system was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative replaced host module as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 28, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A host module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The host module was installed into a calibrated company system for functional testing. The host module was found to boot-up without any issue or white screen noted. The host module passed the standard testing procedure (stp). The root cause of the reported event(s) cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).